Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they experienced high blood glucose. Customer¿s blood glucose at time of incident was 500 mg/dl. Customer¿s current blood glucose value was 296 mg/dl. Customer¿s blood glucose was treated with manual injection. Customer did experienced the symptoms due to high blood glucose level. Troubleshooting was declined for high blood glucose. Customer stated they had bent cannula. The insulin pump will not be returned for analysis.